Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material#: 24301-0007t, batch number#: 24085241. It was reported by customer that compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, they noticed hood was wet underneath the tubing and realized that the tubing was leaking at the filter. Verbatim#: rcc received a complaint via email. Email(s) attached. I was compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, I noticed my hood was wet underneath the tubing and realized that the tubing was leaking at the filter. Item# 24301-0007t, lot# (10)24085241.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 24301-0007t; batch number#: 24085241. It was reported by customer that compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, they noticed hood was wet underneath the tubing and realized that the tubing was leaking at the filter. Verbatim#: rcc received a complaint via email. Email(s) attached. I was compounding a nivolumab 480 mg / 48 ml dose. After priming the tubing, I noticed my hood was wet underneath the tubing and realized that the tubing was leaking at the filter. Item# 24301-0007t; lot# (10)24085241.